Event description:
This is a follow up to initial report filed on (B)(4) 2012. On (B)(4) 2012, lifecell received additional information: on (B)(6) 2010 abdominal reconstruction with component separation was performed after surgery for intestinal re-anastomosis (stoma reversal). On (B)(6) 2010, the patient developed an anastomotic leak with peritonitis and underwent a laparotomy. The physician made an incision in through the device, then closed with suture. The patient developed a hernia recurrence in (B)(6) 2011, and had repeat hernia repair surgery on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient's history of (B)(6) complicated by opportunistic infection, bowel leak with resulting peritonitis and laparotomy are direct contributing factors for this event. Not returned.

Event description:
It was reported to lifecell that strattice was implanted a year ago because of an abdominal wall defect. The patient had a recurrent abdominal wall defect and underwent surgery on (B)(6) 2011. The exact defect and procedure are unknown at this time. The surgeon noted intraoperatively that strattice was not visible and had not developed into a vital fascia. This event is being reported due to lack of information establishing the relationship of the device to the second surgery.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2012, there were 157 grafts distributed from lot s10731 including 78 grafts reported as implanted per returned ttrr cards with one other complaint against the lot. Conclusion: based on the information reported and internal investigation into complaint related lot, most likely the event was unrelated to the device. Due to lack of information establishing a correlation between the device and the second surgery, the event is reported to FDA.